Event description:
It was reported that the patient was not able to adjust stimulation. It was determined that the patient's device was powered off, and the patient was not sure how it was turned off. The patient turned the device back on and had the stimulation he needed.

Manufacturer narrative:
(B)(4). Lead, model 3888-33, lot# v651966, implanted: (B)(6) 2011, explanted: na. Extension, model 748951, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer, model 7434a, serial# (B)(4).